Event description:
It was reported that during a device check in clinic, loss of capture due to a substantial increase to right ventricular (rv) threshold was noted. The lead was capped and replaced on (B)(6) 2024, as the patient is dependent. The patient is in stable condition.